Event description:
The customer stated that the architect analyzer generated falsely increased magnesium results on a patient (ID (B)(4)). Results provided were: >7.8 mg/dl/ repeat 1.9 mg/dl. The initial result was not reported out from the lab. The customer stated it is their facility's policy to rerun any magnesium results that are > 2.5 mg/dl. All quality controls were within acceptable ranges. There is no reported impact to patient management. There also was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, and the reagent labeling. A review of the complaint records for the affected reagent lot did not identify any complaint trends relating to this issue. A review of product labeling concluded that the magnesium reagent package insert and architect system operations manual have adequate labeling for sample handling and troubleshooting erratic results. Based upon the data available and the results of this evaluation no malfunction or product deficiency was identified for clinical chemistry magnesium, list number 07d70, lot number 08975un12.